Event description:
It was reported that the lead "did not work" and provided no stimulation. The lead was changed out for another and it worked fine. There was no patient injury. Ten days later it was reported that the lead did not conduct at any electrode and gave no responses. The new lead did give responses.

Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# va05848. Product type: lead: product ID neu_stylet_acc. Product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4): analysis of the lead, lot #va05848, found no anomaly. Analysis of the stylet found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.